Manufacturer narrative:
Conclusion summary: the alleged device was not returned to us for evaluation. The manufacturing site stated multiple potential causes (as listed below) to the reported deflection issue, under their investigation (B)(4): epoxy failure, incorrect wire tension, rotation of shaft above. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that deflection broke during procedure. No negative impact in state of health reported.